Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial signals on the ventricular channel. Technical services (ts) was consulted and discussed that this was likely due to the proximal tip of the coil being near the right atrial (ra) lead. Further testing was recommended. No adverse patient effects were reported. This device remains in service.